Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system was admitted for a pocket revision procedure, during which a substantial amount of necrotic tissue was observed. As a result, the ICD system was explanted. No additional patient complications were reported following the procedure. It was further noted that implantation of a subcutaneous implantable cardioverter defibrillator (S-ICD) is being considered for the patient. No additional adverse patient effects were reported. This ICD system was retained by the healthcare facility.

Manufacturer narrative:
The product was not returned for analysis as it was retained by the healthcare facility due to contamination; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of No problem detected.